Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation. A review of the provided image shows the proximal clevis has dislodged where it meets the main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver (lnd) instrument had a deformation at the tip. The tip of the instrument was deformed but did not fall off. There was a need to remove the instrument with the cannula together. The port incision was increased to remove the instrument and cannula. Additional ports were placed. Scans/tests were performed to locate a potential fragment after the instrument broke. The customer made sure that no fragments were left. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Device evaluation: the large needle driver instrument was received and failure analysis found the instrument to have a broken main tube approximately 1.085" from the distal tip. No material was found to be missing.

Event description:
Refer to h11 for follow-up information.